Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was received indicating that the lead was explanted and was returned for further analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was returned in two segments that was severed from the terminal end. The high capture threshold allegation was not confirmed based on analysis which showed no conductor issues, other than being cut. The following as reported impact codes hospitalization, device replacement were not confirmed. There was no evidence of device defect, malfunction or abnormal damage.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was surgically abandoned. No additional adverse patient effects were reported. Additional information was received indicating that the lead was explanted and was returned for further analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold. The lead was surgically abandoned. No additional adverse patient effects were reported.